Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer resolved the issue prior to the report with tandem technical support, therefore, a cause for the reported issue could not be determined. Customer¿s blood glucose level ranged from 180-217 mg/dl.